Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(event site telephone), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. Customer repaired the unit by unkinking a tubing. The error has been resolved. H3 other text : evaluation not requested by complaintant.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10.

Event description:
It was reported prior to clinical use the customer reported the cardiosave intra-aortic balloon pump (iabp) fails the autofill procedure. It fails every time. The all manifold test passes. They have used the same balloon setup with another "cardiosave" and it passes. The problem is with the cardiosave. They have swapped the pim manifold and it fails. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.